Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.

Event description:
The customer reported the ventilator alarmed showing a vent inop data acquisition pcba adc reference failure. The customer reported the device was ih use and there was no patient harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse advised the biomedical engineer evaluate the data acquisition pcb to motor controller pcb board cable. The biomedical engineer reported the cable was causing the reported problem so pse advised the cable be replaced to address the reported problem. The biomedical engineer reported the cable was replaced as advised and the unit is back in service.